Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 411 mg/dl. Customer was unable to treat their high blood glucose levels. Customer advised their insulin pump was empty and they needed their daughter's help to place a new reservoir. Customer was advised to call back when their daughter is present in order to complete the troubleshooting process.